Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The insulin pump was in the water for 10 minutes and when they removed it, the insulin pump started alarming loudly and the display went all black. The customer tried changing the battery numerous times but the screen stays black and a red light starts flashing. The customer's blood glucose level was unknown. Troubleshooting was performed but the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a bank display due to moisture damaged at the electronic assembly. The device had moisture damaged at the motor assembly. The device had a minor scratched lcd window, scratched case, pillowing keypad overlay, cracked case behind the pump near the battery tube compartment, and cracked battery tube threads.